Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20632. It was reported the pt presented to the ER on (B)(6) 2013 with inability to urinate and persistent pain at both incision sites. The pt was hospitalized, catheterized and treated with pain medication. The pt was released two days later. Follow-up identified the pain and genitourinary issues have resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.